Event description:
It was reported that during intra-aortic balloon (iab) therapy, that customer had issue with catheter. There was no reported injury to the patient.

Manufacturer narrative:
Serial # (B)(6). Lot # 3000113628. The product was returned with the membrane completely unfolded with blood on the exterior of the catheter. A catheter tubing/inner lumen kink was observed near the y-fitting at approximately 76.2cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A sensor output test was performed and the sensor was found to be within specification the iab was placed on the cs300 pump and did not inflate fully. The condition of the iab as received indicated a kink in the catheter tubing and inner lumen. We were unable to determine when this kink may have occurred, however, kinks can restrict gas passage and result in poor inflation on the pump. The evaluation confirmed the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint# (B)(4).

Manufacturer narrative:
Event site name: (B)(6) medical center. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, that customer had issue with catheter. There was no reported injury to the patient.